Event description:
Additional information received reports that the patient underwent surgical intervention on (B)(6) 2024 in which one lead was explanted and replaced and the other lead was repositioned.

Manufacturer narrative:
Correction b5: additional information received reports that the patient underwent surgical intervention on (B)(6) 2024 in which one lead was explanted and replaced and the other lead was repositioned. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received reports that the patient underwent surgical intervention on (B)(6) 2024 in which one lead was explanted and replaced and the other lead was repositioned.

Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient has ineffective stimulation due to lead migration. Surgical intervention is pending to address this issue.